Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported dislodgement was unable to be confirmed, however, the stent was noted loose. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that while loading an omni elite stent delivery system onto the guide wire inadvertent mishandling resulted in the reported stent dislodgement/noted unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while loading an omni elite stent delivery system onto the guide wire, the distal end of the device was handled and stent was possibly pulled; however, this could not be confirmed. Just after loading and before advancing the device into the anatomy, the stent dislodged. The device was set aside and not used further. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.